Event description:
Major pump unit(s) involved: unknown.specify component(s) involved: unknown.

Event description:
Major pump unit(s) involved:; additional text:; specific component(s) involved:; additional text:; other component:; causative or contributing factor:; other cause:; intervention(s):; other intervention:; implant device type: lvad; malfunction device type:.